Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding several organism misidentifications for several patient isolates when using vitek® ms system (reference (B)(4), serial number (B)(6)). The customer provided no additional details (e.g. Organism name(s) reported/expected, raw test data, patient condition/outcome, etc.). Biomerieux requested raw data from the customer in order to investigate this event. Permission to access the raw data remotely via vilink was denied. Without the data, a proper investigation was not able to be performed. The investigation was therefore closed due to the impossibility to investigate. See section h10.

Event description:
A canadian customer reported that several organism misidentifications have occurred when using the vitek® ms system (reference 410895, serial number (B)(4)). The customer stated they have recently processed several patient samples on vitek® ms system and obtained incorrect organism identification for several patient isolates. The customer provided no additional details (e.g. Organism name(s) reported/expected, raw test data, patient condition/outcome, etc.). There is only mention that the "correct identification(s)" was obtained via the customer's second vitek® ms system. However, no test evidence has been provided to clarify the nature of the issue. The customer stated that this event had not impacted any patient state of health or led to a delay of results. A biomérieux internal investigation will be initiated.